Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell on the homechoice. The technical service representative helped the home patient (hp) clear the error by powering unit off and on and informed the hp of the error 's meaning. The hp was connected at the time of the alarm and had not disconnected prior to alarm. There were no leaks or open clamps and the bags were spiked correctly. Cause of the alarm was undetermined. The hp will continue therapy with manual exchange later today. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.